Manufacturer narrative:
The events of lump/nodule, lymphadenopathy and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "breast pain, swelling and enlargement and a palpable mass in the right lower inner breast, and axillary and supraclavicular." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Through journal article, healthcare professional reported a patient with breast implants, presented with right breast pain, swelling and enlargement and a palpable mass in the right lower inner breast, and axillary and supraclavicular lymphadenopathy. Device has been explanted. This record is for the right side.